Manufacturer narrative:
A review of the device history record (DHR) for lot no. 509780964x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. The customer relayed the device was discarded. Therefore, a comprehensive investigation was unable to be conducted. However, previous assessments of physical samples received with similar reported issues, concluded a likely root cause to be improper use due to user not following the instructions for use. Product use states: over catheter length insertion. According to the literature included in the product (manual), the failure mode could occur during the medical procedure of insertion. The insert manual which indicates that ¿to estimate insertion depth, use the tube to measure the distance from the tip of the patient¿s nose to the earlobe and from the earlobe to the xiphod process for gastric placement¿. This measurement determines the tube length therefore if the tube was inserted more than specified in the procedure, a possible coiling or kink around the stomach could occur. Due to the extreme caution, this device should only be inserted by a trained clinician. The reported customer complaint could not be confirmed. A root cause could not be determined. The probable root cause was determined to be customer misuse. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported a passive placement of nj kangaroo took place on (B)(6) 2019. An abdomen x-ray was performed at 12:30 pm and showed that the nj tube was located at the stomach and had a bend, therefore it was pulled 20 cm. The exact location of the catheter after pulling it is unknown. On (B)(6) 2019 during the morning dose, leakage of drug from the side port of the nj tube was detected. The result was that the patient did not take the entire morning dose. The nj was pulled, about 5 cm, however the issue was not resolved. Then, the tube was pulled out for another 5 cm (current nj length 75 cm). Throughout the visit, the patient received duodopa normally. There is no x-ray to assess the location of the tube, as the treating physician considers that since we have response to the drug, it is not necessary to assess the location. Additional information received on (B)(6) 2019 stated that by pulling the nj by 20 cm, the bend was overcome. They customer stated that the bend was created because the nj had been entered much, it was placed passively. The customer also stated that the leakage were due to the nj bend. It is unknown if the nj worked as expected after pulling 30cms because the nj has been removed and a peg tube was placed on (B)(6) 2019.